Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This event relates to the fsca z-1607-2014 issued by heartware, inc. For this matter. Evaluation in progress.

Event description:
Approximately eleven months post hvad implantation, the site reported that the patient's battery was not holding charge. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
It was initially reported that the battery was not holding charge. A visual and functional examination of the returned battery was conducted for lot# (B)(4). Per fm00255 battery complaint investigation data collection form for s/n: (B)(4) concluded: the battery passed visual inspection, but failed functional testing, therefore confirming the reported event. There was no patient injury reported. During testing, the battery exhibited early depletion of cell pair #1 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 and 2.7 volts. This caused the field-effect transistor (fet) to open at a relative state of charge (rsoc) below 24%. The root cause of the early depletion of the battery cell pair is being internally investigated. No further investigation is required. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015 per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.